Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified cartridge. The root cause is most likely related to a failure to follow the dfu. Information was provided during the initial report that a haptic was broken while delivering a company lens model through a competitor's cartridge. The account used an unqualified lens/company cartridge combination. The company lens model is only qualified for use in the company (c) and (d) cartridges. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A customer reported that the during implantation of an intraocular lens (iol) using an non company cartridge the haptic was ripped of. The lens was explanted during the same procedure, while explanting the lens the zonules or the capsule was ruptured. Additional information was requested.